Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse stated that the patient used the same cycler with a new prescription for longer drain times. The patient began using the replacement cycler with no further additional reported problems. The patient continued continuous cyclic peritoneal dialysis (ccpd). The clinical investigation concluded that the congestive heart failure may have been caused by inappropriate dry weight and was adjusted during hospitalization by use of 4.25% solutions. The cycler is unaware of a dry weight, desired fluid loss, or fluid retained as a result of ultra-filtration (uf). There were no negative total uf for treatments a week before hospitalization. Bronchitis is an inflammation of the lining of your bronchial tubes and is not related to the use of the cycler. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and the device was in good condition. A simulated treatment was completed without any alarms or noted problems. The cycler passed a scale calibration check, system air leak test, and a valve actuation test. The device was determined to be functioning g according to product specifications. Further evaluation found no device malfunctions that would have caused the reported fluid overload. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The peritoneal dialysis (pd) patient's daughter reported that the patient was hospitalized for 5 days due to the liberty cycler not draining the patient and she had a lot of fluid retention. The contact reported that the patient was experiencing the same fluid retention problems again. The contact stated that the patient received manuals in the hospital and had been doing well. The patient discontinued pd therapy and the cycler was replaced. During a follow-up call, the pd nurse stated that the patient was admitted to the hospital on (B)(6) 2011 due to shortness of breath and a persistent cough. The patient was discharged with a diagnosis of dyspnea with both bronchitis and elements of congestive heart failure. The liberty cycler was replaced.